Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded an alert for low out of range pacing impedances on the right atrial (ra) channel. Noise oversensing was observed and the system was reprogrammed. The physician has elected to continue monitoring the system until a device replacement is required. The ra lead is a competitor product. This crt-d remains in service. No adverse patient effects were reported.